Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support and disconnected the call. There was no reported adverse impact. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.